Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue.

Event description:
It was reported that within two days of implant, the patient had a possible perforation as the right ventricular lead was noted on computerized tomography scan to be working way through the heart tissue. The right ventricular lead was noted to have no capture, decreased impedance, and decreased sensing. The lead was explanted and replaced. The right atrial lead was repositioned during the procedure due to low sensing. The right atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.